Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(6). The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. The reported no suture attached to the needles after needle removal or cuff-miss, can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To help ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not reveal any manufacturing related non-conforming material records (ncmrs) associated with this lot. Based on the information available, the manufacturing inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). Six sterile representative samples of proglide devices from the same lot reported in manufacturer report number 2024168-2011-05212 were returned for evaluation. Functional testing detected that on one of the devices an anterior cuff-to-needle tip detachment occurred during needle plunger retraction. The remaining five devices passed functional testing.

Event description:
It was reported that a physician attempted arteriotomy closure of a non calcified common femoral artery (cfa) after a percutaneous coronary interventional (pci ) procedure using a proglide device. Reportedly, after removing the needles he found that there was no suture attached to the needles. He said that it felt as if the needles were not hooking into the footplate correctly. The device was removed and hemostasis was achieved using a non-abbott device. There we no adverse patient effects. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.